Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'this was having error 345 thermistor disparities on the medical floor. They took it to a controlled environment and found that it repeated there. Sending it in for a repair.' Which was confirmed through a review of the event history log but not reproduced during evaluation. The cause was determined to be an out of specification thermistor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). They took the device to a controlled environment and found that it repeated there. The event happened at the oncology department. There was no patient involvement. No additional information is available.